Event description:
It was reported that a user experienced sustained hyperglycemia, with a fingerstick blood glucose of 392 mg/dl and pump reading of 350 mg/dl for approximately four hours, without recent food intake or device alerts, and the caregiver planned a full infusion set and reservoir supply change. Symptoms included high blood glucose. Outcomes included the need for troubleshooting and user education regarding a supply change; no medical treatment, emergency care, or hospitalization occurred.

Manufacturer narrative:
Investigation included a review of device performance based on user report and troubleshooting guidance. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a possible infusion or supply issue not confirmed. It was concluded that a device malfunction was not established and that changing supplies was appropriate as an immediate corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.